Event description:
Bilateral pt was revised due to loosening and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Review of the device history records did not reveal any mfg deviations or anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. No evidence was found suggesting product contribution to the reported event. The investigation could not verify or draw any conclusions about the reported event.; however, an earlier investigation into reports of tibial subsidence determined that the most likely causes of tibia subsidence are poor bone integrity or improper implant positioning/surgical technique. Based on the investigation findings, the need for corrective including updates to the IFU, surgical and training techniques. Reference fir 03-031 for further details. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.